Manufacturer narrative:
Device was received with a cracked case, and cracked battery tube threads. Device p-cap or reservoir locked properly in place. Device passed the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 35 mg/dl. The customer treated low blood glucose value with carbohydrates. It was unknown if the customer was using auto mode or not. The customer declined troubleshooting for low blood glucose value. Customer reported that they did receive a calibration not accepted alert. The insulin pump will be returned for analysis.